Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. Devices were not fully implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) or three (3) of the heads of ti matrixneuro screws self-drilling 5mm broke off during removal. The remainders of the screws were retained in the patient. There is no additional information available. This report is 3 of 3 for (B)(4).